Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was unable to recognize when the pads were attached. There was no reported patient or user involvement and no adverse patient/ user impact.